Event description:
Ligamax 5 ethicon endo-surgery med/large clips applier was used in surgery with dr. (B)(6) and this product did not work. She stated "it doesn't want to fire a clip". FDA safety report ID # (B)(4).